Manufacturer narrative:
A patient burn was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The IFU states: select a well-vascularized muscular site in proximity to the procedure. Failure to achieve good skin contact by the entire surface of the grounding pad may result in significant electrosurgical burns at the pad location. Check the pad contact thoroughly before treatment, and stop treatment immediately and check grounding pad contact if the measured impedance is >800 ohms or any significant impedance rises (>100 ohms) are observed during rf delivery.

Event description:
During an ablation procedure, a burn occurred. The grounding patch was placed on the left calf. During ablation, the patient complained of pain under the grounding patch and the generator experienced high impedance. When the patch was removed, a burn with blistering approximately 1.5 cm wide was noted under the patch. After the patch was replaced and the needles were adjusted, the procedure was able to continue. Topical ointment was used to treat the burn and the patient is being followed for further treatment.